Manufacturer narrative:
The event trace did not reveal any event trace entries that would indicate the ventilator shutdown or reset unexpectedly on the reported date of (B)(6), 2014.

Event description:
It was reported that the ventilator shut off by itself with no audible alarm. The ventilator was not connected to a patient when the reported problem occurred.